Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The system controller and modular cable were exchanged and the issue still was not resolved. The patient was sent home with the plan to monitor and care as normal. The patient returned to the clinic with a recurrence of communication fault alarms. It was noted that it is now not possible to see pump parameters except for power when connected to the heartmate touch. It was suspected that there was now damage to both the communication lines a and b. The log files were reviewed and confirmed communication a and b faults beginning on 27aug2024. The patient does not recall getting the driveline wet. The patient stated that the shocking of the modular cable and pump cable connector has continued. The connector was not inspected for more corrosion.

Manufacturer narrative:
Section b5: corrected. Manufacturer's investigation conclusion: the system controller, serial (B)(6), was returned for evaluation following the reported event of a lifted ui membrane. The system controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The controller was then run together with the returned modular cable and did not produce any alarms. The provided information stated that this controller was part of the batch of controller with the lifted ui membrane field action. The returned controller was inspected for a lifted ui membrane on all sides, and it was not confirmed. There were no issues with the returned system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient also reported shocking sensations when the modular cable came in contact with their skin. There was no damage noted on the system controller but it was unknown if the system controller may have been exposed to water.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was on their way to the hospital with driveline communication fault alarms. The plan was to admit the patient. The patient had also sustained damage to their pump cable could possibly require it to be cleaned. The driveline communication fault was confirmed upon arrival. It was cleared at 4:06 pm and came back at 4:22pm. Photos of the damage were taken with measurements from the exit site. The patient also reported being shocked by the pump cable randomly. The current system controller was also reported to have membrane damage. The log files were reviewed and confirmed communication a faults on 01aug2024. There was corrosion observed in the driveline connector. Additional log files were reviewed and found pump stops related to the driveline connector cleaning. Communication a faults returned after the cleaning and the problem was not resolved. The system controller and modular cable were exchanged.